Event description:
It was reported that the patients ipg was not holding a charge well. The patient underwent an ipg replacement procedure and the explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event started in 2022.